Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil was difficult to attach and the device did not cut. The surgeon applied another device and resected the tissue at the application site and manually sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.